Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation at the proximal region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.